Manufacturer narrative:
The pump user guide states: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time changed on its own. During a follow-up, it was confirmed that the customer accidentally switched the am to pm resulting in the incorrect pump time. Customer's blood glucose (bg) level ranged between 36-325 mg/dl. A correction bolus was delivered to address elevated bg. Juice was consumed to address low bg. Customer corrected the pump time to address the issue.